Event description:
It was reported while using the panel phoenix nmic/ID-483 a patient isolate (citrobacter amalonaticus) was misidentified as enterobacter cloacae. The user verified the final result using maldi. No health impact or consequence reported.

Manufacturer narrative:
E1: initial reporter addr1: (B)(6). E1: initial reporter addr2: (B)(6). H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the panel phoenix nmic/ID-483 a patient isolate (citrobacter amalonaticus) was misidentified as enterobacter cloacae. The user verified the final result using maldi. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: introduction: this complaint is for misidentification of citrobacter amalonaticus as enterobacter cloacae when using phoenix panel nmic/ID-483 (catalog number 449524) batch number 5254646. Device/batch history review: the batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed and no trends were identified associated with this defect. Returned material analysis: the customer returned phoenix generated lab reports and binary files for the investigation. Investigational testing: to investigate, retention panels of the complaint batch and control panels from the same material but different batch were tested using in house isolate c. Amalonaticus 3709 on a phoenix m50 machine and evaluated for identification results. Conclusion/outcome: the panels tested identified their inoculated isolates correctly, this complaint is unable to be confirmed. A review of the binary files was determined not to be required based on the results of the investigation. Bd will continue to monitor for trends and take action as necessary.